Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization with a high blood glucose of 33 mmol/l with dehydration, slurred speech, light headedness, weakness, and moderate ketones. During a review of the pump, the reporter indicated that the time and date showed (B)(6) 2007 at 12am; the reporter indicated that the time and date had reset to factory default during the last battery change. The patient confirmed the other pump settings were correct and confirmed that all pump boluses were completed as programmed. The pump prime history also indicated that the tubing may not have been primed completely during the last site, set, and cartridge change. Further review of the alarm history indicated that the pump had alarmed multiple times for occlusions and the reporter indicated that the tubing was not changed out per the instructions for use. This report is made based on the allegation that the patient was hospitalized for hyperglycemia which may have been contributed to by incorrect programming of the time and date after a battery change.

Manufacturer narrative:
Follow-up #2: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a review of the pump black box showed no evidence of the time and date resetting. One manual time change was observed in the pump black box from 02/18/2014 to 02/19/2014. During testing the pump was exercised for 24 hours and then left without power for 6 hours and the pump time and date had reset to default. A 29 hour flow accuracy test was performed and the pump was found to be delivering accurately. The pump was opened and the internal clock battery was observed to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A review of the initial call to animas was conducted. During the review of the pump, the reporter indicated that the time and date had reset to factory default during the last battery change but the time and date was corrected at the time this issue occurred. The patient confirmed the other pump settings were correct and confirmed that all pump boluses were completed as programmed. The troubleshooting of the time and date issue determined that the time and date issue was not a contributing factor to the patient¿s hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.